Manufacturer narrative:
The pump passed the self test, unexpected restart and off no power tests. The stop current and run current measurement tests were within specification. Then the pump had an unexpected motor error alarm during the rewind test due to a corroded motor home switch. Unable to complete the displacement, basic occlusion, occlusion, prime and excessive no delivery tests or verify the delivery anomaly due to the motor error alarm. The electronic assembly had moisture damage. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had delivery anomaly. It was reported that the customer had too much injection. No further information provided.